Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint was confirmed through examination of a returned product sample. The customer provided a 3- lumen catheter, a guide wire, and several other components. The catheter appeared typical but used. The guide wire was unraveled and separated into two pieces with bends and kinks. Microscopic examination of the broken ends revealed necking and discoloration. The wire length could not be accurately measured. However, the diameter of the wire was 0.035 inches which does not match the 0.032 inch diameter guide wire provided with this product. A review of manufacturing records did not yield any relevant findings. The provided instructions describes suggested techniques to minimize guide wire damage during use and cautions not to use excessive force or withdraw against the needle bevel. Since the origin of the wire could not be determined, the probable cause could not be determined. No further action will be taken.

Event description:
It was reported that during insertion in the micu, when removing the guide wire from the catheter, the guide wire was found unraveled. As a result, a new kit was opened and used without issue. A delay was reported, however, there was no additional harm to the patient due to this delay or as a result of this occurrence.

Manufacturer narrative:
(B)(4).